Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4535 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that unidentified white matters adhered to the surface of the supporting wire were seen when the wire was being withdrawn after two consecutive catheters were successfully inserted in the vessel of patients. The matters were unevenly distributed in the form of line on the wire. A sensation of bur was felt when touching the supporting wire, not smooth. A present review of such an operation showed no improper operations during puncture. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported that unidentified white matters adhered to the surface of the supporting wire were seen when the wire was being withdrawn after two consecutive catheters were successfully inserted in the vessel of patients. The matters were unevenly distributed in the form of line on the wire. A sensation of bur was felt when touching the supporting wire, not smooth. A present review of such an operation showed no improper operations during puncture. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material on the stylet is confirmed and appears to be manufacturing related.. Two stylets and t-lock assembles were returned for evaluation. Blood residue was present throughout the devices. A white material residue was noted throughout the stylet wire on both samples. Tactile evaluation of the stylet revealed a rough texture on the regions containing the white material. Microscopic inspection of stylet samples revealed the present material to be slightly translucent. The characteristics of the material appeared to resemble a polymer material. Blood residue and evidence of use was also present throughout the wire. A review conducted by the manufacturing facility indicated that the material present on the guidewires appeared to be the material used to coat that hydrophilic stylet. Since the reported issue likely occurred during the manufacturing process of the device, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.